Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the tissue was transected, however, it was not possible to open the jaws of the reload. The device was pried off the tissue with an additional tool. The last known patient status is stable. Another handle was used to complete the procedure. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one adapter, one reload, and one powered stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was fully fired with its jaws open. The eeprom indicated 43 autoclave cycles for the adapter and the handle. The adapter intermittently detected a reload when one was not present. Disassembly of the adapter noted that the lockout slider block and cam block were damaged. Upon reassembly of the adapter, no visual or functional abnormalities were noted for the adapter, handle, or reload. The reported condition could not be confirmed because the reload jaws were received open and there was no evidence that the reload was manipulated off of tissue. A secondary condition not related to the reported condition was noted. Replication of the damage seen on the lockout slider block can be performed by firing/clamping a reload when it is not fully loaded into the adapter. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. This may contribute to the intermittent false reload detection observed during testing. Based on the product analysis, there was insufficient evidence to determine if the failure was attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.